Event description:
It was reported that during confirmation of a cypher stent placement, the intravascular ultrasound (ivus) catheter became stuck on a central section of the stent. In an attempt to remove the ivus catheter, the physician unsuccessfully dilated a balloon catheter in the stent. The balloon was then advanced on the inserted guidewire and used to push the exit port of the ivus catheter to release it from the stent. The ivus catheter was released and removed from the patient's body without complications.